Manufacturer narrative:
(B)(4). Full establishment name - (B)(4). Foreign - event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a clinical study that a patient underwent a revision surgery within the current calendar year of a znn femur nail due to unknown reasons. The exact date of the revision surgery is unknown. Attempts have been made and no further information has been provided.

Event description:
It was reported approximately four (4) months ago, that the patient underwent a revision surgery of the zmr nail on an unknown date due to migration (nail cut out of bone and into the joint space) along with possible poor bone quality as contributing factor. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information received does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b5; g3 the following sections were updated: b4; g4; g7; h1; h2; h3; h6 additional information received clarified that the reported event was not conducted under a clinical study. It was a separate, independent revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received clarified that the reported event was not conducted under a clinical study. It was a separate, independent revision.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; e1; e2; e3; g4; g7; h1; h2 the additional information received does not change the results of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient fell fracturing her right hip and underwent fracture fixation and hardware placement on one (1) year ago. During routine follow-up it was noted that the nail was migrating or cutting out; revision took place approximately three (3) months post-implantation. Patient has several comorbidities that contribute to the overall ability to heal tissue and have adequate bone quality. Patient also has multifactorial gait disorder and a history of falls. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00223200418; lot# 64588003. Item# 47248403550; lot# 64537750. Item# unk; lot# 2997466. Item# unk; lot# 2932772. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has several comorbidities (atrial fibrillation and coronary artery disease ¿ on anticoagulant therapy, cardiac decompensation, arterial hypertension, osteoporosis, diabetes mellitus type 2- diet controlled, metabolic syndrome, chronic renal insufficiency stage 3, anemia, obstructive sleep apnea) that contribute to the patients over all ability to heal tissue and have adequate bone quality, as blood flow is decreased limiting oxygen and nutrients that are required for healing and good bone quality. Multifactorial gait disorder ¿ hx of falls. Fracture caused by the fall was highly unstable and difficult to repair. Routine follow-up revealed increasing sintering of the femoral neck, with eventual cut-out into the hip joint (migration). Removal of the znn components ¿ easily without complication. 1 cm of slightly unstable femoral neck remains at the calcar (expected finding within timeframe along with osteoporosis and other comorbidities that delay/adversely effect healing). Lmplantation of a duo head prosthesis wagner stem 190/17, head m 48. (B)(6) 2020 ¿ unobserved fall with head impact ¿ head CT no evidence of intracranial hemorrhage. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit alignment of the implants is appropriate on the initial image but subsidence occurs with eventual protrusion of the gamma nail into the superior femoral acetabular joint. There is right hip orthopedic hardware with subsidence of a gamma nail which eventually extends into the superior femoral acetabular joint space. Root cause remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.